Manufacturer narrative:
(B)(4). Title: long term results of open complex abdominal wall hernia repair with self-gripping mesh: a retrospective cohort study. Source: international journal of surgery. Date published: 06 july 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between june 2012 and june 2015 on 46 patients with complex ventral hernia undergoing repair, nine patients reported pain. Two patients developed a recurrence requiring reoperation. One patient developed mesh infection requiring reoperation.